Event description:
Dr.'s office called to report a leak in the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 15/jun/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."